Manufacturer narrative:
The catheter (iddc) and microsonic device (ultrasound wire; msd) was returned to ekos for investigation. A kink was observed on the iddc and multiple pinch marks were observed on the msd. The complainant reported that the treating physician encountered resistance/difficulty when advancing the msd inside iddc. As he/she was not able to complete placement, they removed the iddc and msd and replaced with a similar device (30cm). The new device advanced without any difficulty and they complete the procedure. When ekos field personnel followed up with the facility, they reported that the patient had done very well (verbatim). Since a similar device advanced without any resistance within the same anatomy, a definitive root-cause could not be determined at the time. Review of the manufacturing records indicate that the product was manufactured according to specification and met all acceptance criteria prior to release.

Event description:
A nurse, supporting the case, reported that the microsonic device (msd; ultrasound wire) did not advance the catheter and the treating physician was unable to place and lock due to resistance. She reported that the treating phyisician opened a similar device (30cm) and placed it easily.